Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor siltex round moderate profile saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2018 and was replaced by a 425cc mentor smooth round moderate profile (catalog number: 3501670, serial number: (B)(4)).